Event description:
The hospital reported that during the coronary artery bypass procedure, after punching the aorta, the punch wouldn't release the tissue. The surgeon applied a side biter clamp and cut around the tip to release the tissue. At that time a one centimeter tear was noticed. The surgeon repaired the tear and completed the graft with the use of the side biter clamp still. No additional pt complications were reported.